Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer's mother stated patient experienced an unexplained threshold suspend alarm. The customer's mother stated that next day the threshold suspend alarm kept going off as well but numbers were not accurate.